Manufacturer narrative:
The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional two proglide devices with the same reported issue referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using three proglide devices with a 6f sheath after a percutaneous coronary intervention. Reportedly, a suture break was noticed for all three devices. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.